Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 119 and 49 cassettes respectively, from a factory 8 hour xylene free protocol and a factory 12 hour xylene free protocol. The laboratory has indicated that the tissue samples from the affected processing runs were over-processed. On (B)(6) 2014, leica biosystems received information from the laboratory indicating that a number of case (s) were undiagnosable and re-biopsy had been recommended for an unspecified number of pts. As at (B)(6) 2014, confirmation has not been received as to whether re-biopsy of any pt(s) has actually been performed. Confirmation of re-biopsy together with the gender and age of the pt(s) and an identifier for any re-biopsied pt(s) was sought. Investigation of this complaint by leica biosystems remains in progress.